Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the occlusion, under-drainage.

Manufacturer narrative:
The shunt system was returned in the returnkit in a slightly cloudy liquid. When delivered for inspection, the prosa valve was at pressure level 4 cmh2o and the progav 2.0 valve was set to 19 cmh2o pressure. A visual test showed no obvious defects. However, the membrane control deflection showed one slight deformation of the prosa valve. The values measured were slightly outside the permissible tolerance. In addition, the reservoir dismissed clear traces of cerebrospinal fluid and blood residues. To check if the shunt system was clogged, a permeability test was performed. This test was performed at a hydrostatic pressure difference of about 30 - 40 cmh2o in the flow direction. The test found that the shunt system was not permeable. The prosa valve could be easily adjusted over the entire adjustment range. The progav 2.0 could only be set in the range of 0-8 cmh2o. Any deposits in the shunt system could cause for the limited adjustability. To measure the brake release force, the valves with a brake-gauge were checked. The measured values of the braking force of both valves were within the permissible tolerance. As a result of our investigations, we suspect that the strong, bluish deposits in the reservoir as well as the valve functions temporarily have caused the issue. The suspected blockage of the reservoir can affect delivery. It was possible, however, after cleaning and portability of the reservoir that proper pumping function can be restored.